Manufacturer narrative:
This report is being supplemented to provide additional information and corrections. Please see updates to d4, h2, h4, h11 and corrections to h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was found to likely be a piece of rubber that had fallen off, such as the rubber gasket of the air/water supply button or a rubber part of the water supply tube. The event is detectable/preventive by handling the product in accordance with the following IFU: gif-xz1200 series operation manual "chapter 3 preparation and inspection_3.8 inspection of function combined with related devices" olympus will continue to monitor field performance for this device.

Event description:
There is no additional information provided.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited black foreign matter on the inside of the air and water nozzle. There was no patient involvement.